Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her machine was back up in her ribs and kept trying to get it back down but she couldn¿t. The patient reported that when she had her implant on, shocking was going up into her ribs; shocking her ribs. The patient reported that she had done everything. The patient reported that when she turned the ins off, she had severe pain and so she couldn¿t have it off. The patient reported that the shocking went away when she turned her ins off. The patient reported that she had turned her ins off and on several times and tried to adjust stimulation several times. The patient reported that she couldn¿t have her device up high. The patient also reported that she had to have the stimulation lower than what she did because they stuck another lead on the right side of her hip and so when she had both of them on, the shock was tremendous. The patient reported that another problem was that she was on 4 days now and charging her implant battery. The patient reported that her recharger showed that she hardly used her implant battery. The patient reported that she didn¿t understand and thought something was wrong with the charger or her implant battery because it said she had hardly used her implant battery. The patient reported that she was able to charge her implant battery but for some reason, recharger showed she had used like a fourth of the battery. The patient reported that she didn¿t understand because her implant was on all the time. The patient reported that when she looked at her patient programmer (pp) it showed that she had used almost all of her battery. The patient reported that she usually charged every 3 days. The patient confirmed on the call that the recharger showed that the implant battery was charging and battery level was about a fourth at the time of the call. The patient also confirmed the pp showed her implant battery level was also about a fourth at the time of the call. It was noted that the recharger was charging fine and the patient had all 8 coupling bars during the call and the recharger was working fine as designed. The pp showed that stimulation was on. The patient reported that she was always falling and had a fall on the day prior to the report and could be related to this issue. The patient reported that she couldn¿t have her device up high and reported that this was why she was falling because she was dragging her left leg really bad. The patient reported that she had been up from 3 because of her pain which was horrible. The patient reported that she had a really weird sensation starting in her spine and it was going all the way down to her legs and said it hurt/painful. The patient reported that this started a few days prior to the report and she had not slept for about 4 days because it was painful and hurt. No further complications were reported.